Event description:
Implanted 1998, mcghan medical biocell textured 168. Confirmed diagnosis 2001. Sjogrens w/ra, ccle (lupus) by biopsies, fibromyalgia, cervical spine issues, deg. Disc disease, depression / anxiety, years of breast issues via mam, MRI. Major symptoms including pain, swelling, inflammatory response. (B)(6) since 2007. Why was the person using the product? Deformed breast after pregnancy. FDA safety report ID# (B)(4).